Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown/not provided. Weight unknown/not provided. First/given name unknown/not provided. Summary investigation.

Event description:
It was reported that boss310 implant placed in dental site 27 was removed due to infection.